Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with IV antibiotics (date and duration not reported). The implanted device remains.